Manufacturer narrative:
Updated fields: b5, d9, h2, h3, h6, h11. Correction: g2 marked health professional. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e216, static on the screen and no image on displayed occurred due to fluid inside connector. Olympus will continue to monitor field performance for this device.

Event description:
It was also reported the device showed a lot of static on the screen. These issues were found during a diagnostic colonoscopy procedure and was completed with an olympus back-up device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d5. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This issue was found during a diagnostic colonoscopy procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope e216 error. There were no reports of patient harm.